Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had scope communication error. The issue was found during a maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage, front head packing was dirty. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction (scope communication error) was traced to component failure, the most probable cause of the malfunction (water leakage) was traced to cut on camera cable, the most probable cause of the malfunction (front head packing was dirty) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.